Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's device is alarming threshold suspend. The customer stated readings tell her she's in her 50'smg/dl and she checks and is in the 80'smg/dl. Customer stated that she has encountered this same issue once before. Customer stated the current blood glucose is 84mgsl and current sensor glucose is 56mg/dl. Explained the sensor versus blood glucose differences. Customer stated they had a bent cannula. Customer stated she will recalibrate in a few hours and call back if issue persists.